Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had experienced fluid build-up in the ipg pocket. The site was drained and the patient was provided with oral antibiotics. There have been no further reports of complications.